Event description:
It was reported that there were air bubbles in the patient line of a cassette without an alarm. This occurred during the initial drain. The technical service representative assisted the patient with ending the therapy. The patient stated that they had pressed go to start therapy before connecting. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the home patient pressed go before connecting to the machine and the home choice pulled air into the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.